Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. The axium implant coil performed as intended to treat a left middle cerebral artery aneurysm. There was occlusion of 2 superior division frontal branches with immediate clinical sequelae and also enhanced lesions noticed. Two weeks post procedure, the patient developed transient episodes of right upper extremity paresthesia and spasm. Spasm and neurological deficit are known risks of aneurysm embolization procedure and are documented in the axium instructions for use. Oral corticosteroids was used to help with the enhanced lesions. Based on the reported information, there is no evidence suggesting that the device was defective, but rather an event related to the procedure.

Event description:
Medtronic received information from literature that a patient was suspected to have foreign body emboli after embolization involving axium coils. The patient underwent y-stent-assisted axium coiling of a left middle cerebral artery aneurysm; the stent was not a medtronic device. During the procedure, there was occlusion of 2 superior division frontal branches with immediate clinical sequelae. Two weeks post procedure, the patient developed transient episodes of right upper extremity paresthesia and spasm. Conventional angiography demonstrated recanalization of the aforementioned frontal branches. Mr imaging and mr spectroscopy showed multiple enhancing lesions throughout the left mca territory. The largest one involved areas sub served by the initially occluded branches. A course of oral corticosteroids was administered. Mr imaging 3 months after the event showed decreased perilesional edema and reduced enhancement. Shapiro, m. Et al. (2015, august 20). Foreign body emboli following cerebrovascular interventions: clinical, radiographic, and histo pathologic features. American journal of neuroradiology, 36(11), 2121-2126. Doi:10.3174/ajnr.a4415.